Event description:
It was reported that while the ventilator was connected to a pt, the pt's breath was stacking with every breath. First breath pt would get 350mls and second breath 100mls according to the respiratory therapist. The pt was taken off the ventilator for suctioning. When ventilator of the pt was re-started, the ventilator gave mechanical breaths but auto-cycled between the mechanical breaths. There was no pt harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated by the hospital biomed engineer. No fault was found, no parts were replaced. The device logs were downloaded and the ventilator was returned back in use. The breathing circuit was discarded before test. Eval of the device logs shows that alarms for low expired minute volume and high respiratory rate were generated on and off during the actual ventilation period. The mode of ventilator was simv, a mode that provides mandatory breaths which are synchronized with the pt's spontaneous efforts. The set pressure level for the mandatory breaths was 26 cmh2o and for the support breaths 10 cmh2o. This will result in a lower tidal volume delivery in the supported breaths than in the mandatory breaths which explains the reported difference in tidal volume. The cause of the reported auto-cycling has not been determined but the cause to this can be, e.g., breaths triggered by the pt or by the ventilator or parameter settings related. Trigger sensitivity determines the level of pt effort needed to trigger the ventilator to a new breath. The sensitivity is set as high as possible without triggering by the ventilator. Ventilator triggered breaths can be caused by leakage. A leakage will be perceived as breathing efforts by the pt and this will trigger the ventilator to give an extra breath. Leakage will be detected by the low expiratory minute volume alarm limit. Our conclusion is that there was no ventilator failure at the time for the event.

Event description:
(B)(4).

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.